Manufacturer narrative:
Model# was not provided.

Event description:
(B)(6) customer received a blood glucose reading of 144mg/dl on the contour link. The lab result was 500mg/dl. He was showing symptoms of ketoacidosis. The customer was already in the hospital for reasons unknown. Further information was not provided. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the test strips for evaluation.